Manufacturer narrative:
Event date approximate. The main device described is not approved under PMA/510k # h020007 for the described indication: dystonia (product code: mru). Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: extension; product ID: 3387s-40, lot# va0ng8z, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead; product ID: 3387s-40, serial/lot #: (B)(4), ubd: 14-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for dystonia, movement disorders, and dbs (deep brain stimulation) therapy indications. It was reported that there was an infection confirmed at the incisional wound opening of the lead, and the wire was starting to stick out. The patient received bactrim - oral antibiotic to take and believed she was given the antibiotic while in the hospital due to the procedure. The patient did not believe she would be receiving another implant. No further complications were reported or anticipated with this event.